Event description:
The customer reported that during a dorsal column stimulator revision procedure, a piece of plastic came off the electrode and fell into the pt cavity. It was retrieved without any injury to the pt. The site contact reported that this problem is believed to be due to the surgeon's technique.

Manufacturer narrative:
(B)(4). Eval of the incident electrode found severe damage including eschar build-up, and scratched and torn insulation. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded. Always use the lowest power setting that achieves the desired surgical effect. Do not exceed maximum power limits. Exceeding these power limits may result in pt injury or product damage.